Event description:
The complainant reported an underdelivery. The patient is experiencing problems with underdelivery of continuous overnight feedings, although day bolus feedings are delivered appropriately. There were three episodes of underdeliveries. First episode: amount hung 324 ml continuous feed, actual amount delivered 162 ml/12 hours, and rate 27 ml/hour over 12 hours. Second episode: amount hung 180 ml bolus feed, feeding extended to 1.5 hours, and rate 180 ml/hour over 1 hour. Actual amount delivered 120 ml in our hour. Third episode: amount hung 100-120 ml bolus feed, actual amount delivered - unknown, and rate 100 - 120 ml/hour.

Manufacturer narrative:
Ross standard procedure includes attempting to obtain all required information from the source.